Manufacturer narrative:
G4:25nov2020. B4:15jan2021. There was a delay in therapy while the unit was being set up for use; the unit was swapped out for a pulmonetics ltv 1200. However, there was no patient harm reported. The customer reported that the unit was connected to the wall oxygen(o2), and when they were turning it on to check it out, it gave a high o2 pressure alarm. The customer reported the input pressure for oxygen was too high. The remote service engineer (rse) confirmed the failure with the customer; however, they could not duplicate it. The customer also identified the following diagnostic error: "oxygen not available error" and "high o2 supply pressure". The rse discussed the issue with the customer and advised the unit was operating as intended. The customer verified the alarm and stated their oxygen (o2) tank must have been set too high. The customer completed all steps/ tests in chapter 5 of the philips respironics v60 ventilator user manual, which relieved the pressure trapped between the transport manifold and the oxygen (o2) solenoid valve. The customer also removed the (o2) inlet hose from the back of the v60, then re-attached it, cycled the power a few times, and ran the vent for several minutes without the error coming back. No parts were replaced, and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported they got alarm when setting the device up on a patient, that had never been seen before. The reported the input pressure for oxygen was too high. The unit was in clinical use, however, there was no patient harm.